Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-71901. Related manufacturer reference number: 2017865-2024-71903. It was reported that the patient presented with a pocket infection. The entire system was explanted. Patient status was not known.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information received noted that the patient presented in the emergency room with swelling and pain. The physician did not allege that the infection was related to the product nor the procedure. There were no patient consequences.